Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 484mg/dl. It was stated that the doctor believes that there is no deliveries on the insulin pump. Attempted to contact the customer twice and the mother answered the phone. The mother stated that she does not have with her the insulin pump. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications.